Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. It is indicated that the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured at nominal pressure. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.